Event description:
Customer states the use by date on the comfort curve test strip vial label is 07/31/2005; manufacturer's batch record confirmed the actual use by date to be 07/31/2003. No adverse event reported. The customer was using expired strips, which is against manufacturer's labeling. Requested return of product, replacement sent.